Event description:
A report was received from reporter, that an unspecified pt experienced a corneal abscess, os, associated with wear of freshlook color contact lenses. Size noted as 4mm, in optical axis with hypopion. Pt hospitalized, antibiotic drops during 5 days, after bacteriological, mycology samples and amoeba with progressive reduction in visual acuity at 1 month (os <1/20eme). Pre-event acuity unk. Culture positive for pseudomonas. Report states lens care consisted of rinsing with water. Request has been made for additional info, however, no further info is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision monitor with the following conclusion: "this event is classified as an infectious corneal ulcer". As there was no product or lot number provided, no detailed investigation can be performed.